Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to bent canula leadig to hyperglycemia on (B)(6) 2025 the insertion site was abdomen. The blood glucose level was 380 mg/dl at the time of event and the patient got treated with bolused via the pump company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information was available.